Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month after the implant of a cardiac resynchronization therapy pacemaker (crt-p) with an absorbable envelope. The entire system was removed. The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer and tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.